Event description:
It was reported that during the implant procedure, the patient experienced a pericardial effusion due to the lead perforation. The patient underwent an urgent sub xyphoid puncture for draining and then a sternotomy to suture the right ventricle wall. The patient did not recover from the sternotomy procedure and died due to tamponade.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).